Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when patient presented in clinic for routine follow, high, out of range, high lead impedance and capture threshold was observed on the rv lead. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Clavicular crush damage was noted at 25.0cm to 26.0cm from the connector pin. All filars of the outer coil were found to be fractured at this location. Other damage found was sustained during the surgical procedure. The cause of the report high impedance and high capture threshold was clavicular crush damage.